Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake, did not wear a mask and did not clean the area prior to starting the pd therapy. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient began remedial therapy with reflin (1gm, once daily, injection, ip), tobramycin (40mg, once daily, intravenously) and heparin (1000iu, once daily, ip). The peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome is unknown. Dianeal therapy was ongoing as was remedial therapy with reflin, tobramycin and heparin. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.